Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported issue. She replaced both the level sensors. The unit operated to the manufacturer's specifications. The other level sensor that was replaced was: part number 195274, serial number (B)(4), UDI (B)(4). The suspect devices were returned to the manufacturer for further evaluation.

Event description:
The user reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, they received constant 'level not attached' and 'low level' messages. The user continued cpb without the use of the level sensors. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. Per data log review: the log showed that the level was reporting both the alert and alarm probe changing status from coupled to disconnected or to uncoupled frequently. This will cause a level not attached (uncoupled), or level disconnected (disconnected) alert when the level detection is turned on. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the level sensors to lab use only (luo) testing equipment. The pst verified that the level sensor pads and sensors remained attached to the test fixture. The test fixture was filled with water just above the opening in the level pad for the sensor lens. The pst monitored the level sensors for 4.5 hours with no observation of 'level not attached' or a 'low alarm' message and passing all testing. The level sensors met specification.